Event description:
During an esophagectomy / gastrectomy procedure, when the doctor fired the device for the first time, the firing knob got stuck halfway through the staple line. A new reload was used, and the instrument misfired. A third reload was opened and the same thing happened again. The doctor had to complete the anastomosis by hand. There was no patient consequence.